Event description:
Bicarbonate leaking from the bicart arm caused the j37 connector on the power supply to become corroded, which resulted in a general safe state alarm and an automatic shut down of the dialysis machine.

Event description:
Bicarbonate leaking from the bicart arm caused the j37 connector on the power supply to become corroded, which resulted in a general safe state alarm and an automatic shut down of the dialysis machine.